Event description:
Complainant alleged that during routine training, the device returned a "shock advised" determination after analyzing a paroxysmal supraventricular tachycardia (psvt) rhythm from a simulator. The complainant indicated that there was no patient involvement in the reported malfunction.